Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that her infusion set's cannula was kinked and did not receive insulin. Reportedly, her blood glucose was in the range of 500-600 mg/dl and she experienced diabetic ketoacidosis. She tried to change her supplies but was too late because her blood glucose levels went very high. Subsequently, she was admitted in the hospital, where she received insulin drip as corrective treatment which resolved the issue. She was hospitalized for two days and there was no permanent damage to the patient. The infusion set was used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.